Event description:
I had lasik surgery a few yrs back and I am suffering from fairly severe dry eye, that over time has gotten worse. Additionally, I have double vision and poor vision both close up and far away.